Event description:
During a ureteroscopy, the tip of a uropass ureteral access sheath 12/14 fr x 24cm broke off. The broken piece was removed by cystoscopy. The procedure was completed but the case was prolonged approx 10 - 15 mins. The tip appeared to be brittle and dry.